Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 3 years post-implant, it was reported that the pt was taken to the hospital by ambulance after experiencing alarms and power fluctuations. The vad coordinator reported that the pump stopped and after the system controller was replaced the pump restarted. An x-ray was performed however no abnormalities were seen. The vad coordinator opened 3cm of the silicone shell of the external driveline and found dried secretions. Approx 2 days later the pump was exchanged due to suspected internal driveline damage.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.